Event description:
The intralase fs laser was used to create a corneal flap for lasik surgery in 2006. At one-day postoperatively, the patient presented with bilateral diffuse lamellar keratitis (dlk) in the right eye. A flap lift and rinse was performed. The patient's preoperative bcva was 20/20 od (right eye); postoperative bcva is currently 20/25 od. The patient responded to treatment and the dlk resolved. The association between the event and the device is unknown.

Manufacturer narrative:
An intralase clinical applications specialist (cas) visited the site on 8/24/06 and the device met specifications and was performing as intended. In addition, an intralase field service engineer evaluated the laser in 2006 and adjusted flap settings. The laser met specifications and was performing as intended.